Event description:
The pt was operated in 2004 of an acl reconstruction. Eleven days later the implants were taken out due to an infection. Reference MDR report # 1220246 2004 00056 for the first device involved.